Event description:
Nurse reports discontinuing arterial line and cut sutures and when pulling out cath, noted the line was cut leaving a portion retained. Upon examination, it was noted the edge appeared jagged and worn and not a clean cut.